Event description:
Fill volume: 600 ml. Flow rate: 4 ml/hr + 4 ml/hr. Procedure: unk. Cathplace: placed two catheters for mid line incision. Infusion started (B)(6) 2015 at 12:00 pm. Infusion ended (B)(6) 2015 at 4:00 pm. It was reported that an infusion from a medication infusion pump ended sooner than expected and leaked. It was reported as "the pump was found empty after 1 day and was leaking." No pt injury nor medical intervention was required. The pt's current condition is reported as, "fine recovering from surgery." It was reported that the pump was discarded.

Manufacturer narrative:
The device will not to be returned for eval and analysis. A review of the device history record (DHR) was conducted for the reported lot number. As no device was available for an eval, no device testing methods were performed and results cannot be obtained. There were no reworks, special conditions, or related nonconformity reports (ncrs) for this reported lot number. The lot met the process specifications, including the quality control acceptance criteria prior to release. It was reported that the pump was leaking. Thus, it is difficult to estimate the flow rate of the pump without knowing the quantity that leaked. Multiple attempts were made to obtain additional info without success. It was reported that no pt injury nor med intervention was required. Info from this incident has been included in our product complaint and MDR trend reporting systems. Trend info is used to identify the need for additional investigations.